Event description:
An injection gold probe was used for a therapeutic colonoscopy. During the procedure, the tip broke off on the way out of the scope. The procedure was completed with defective device.